Event description:
It was reported that before an unk procedure, the primary package was damaged. The primary package was noticed to be perforated. The device was not used on a pt. No storage issues to be reported. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). External cause. Eval summary: upon visual inspection of the package carton, it was observed that the carton was splattered and stained. Handling damage was present on the carton and there was a large rip/hole in the carton. The sealed package was examined and it was found that there was a rip/hole in the tyvek that is directly below the rip in the carton. Damage is caused external to packaging facility. The info you provided is compiled, monitored and reviewed by upper mgmt on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event, as all info reported to our company is critical to our continuous improvement efforts. A batch record review was performed and no anomalies were found during the mfg process.